Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated. The patient underwent a surgical procedure in which his reservoir was moved back into a good space. The component remains in service. There is no information about the patient outcome following the procedure.